Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was no battery dysfunction, it was usual depletion. There were no issues. The pump was replaced for elective replacement indicator (eri) about 8 months. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000mcg/ml at 387.8mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that there was a pump battery dysfunction. The pump was explanted on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # ((B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As the hcp later reported that the battery depletion was normal battery depletion, there was no longer an allegation of a product problem. If information is provided in the future, a supplemental report will be issued.